Event description:
It was reported that the right ventricular (rv) lead exhibited noise, non-sustained ventricular tachycardia episodes, and rising impedance values. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory also indicated the right ventricular lead integrity alert was triggered on (B)(4) 2015 and the impedance trend on the rv (right ventricular) pacing lead measured 1292 ohms on (B)(6) 2015 and had been rising, beginning (B)(4) 2015, ventricular sic up to 83. Ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing was observed. (B)(4).